Manufacturer narrative:
The date of the event is unknown; however, the article was received for publication on november 27, 2013. Therefore, the received date was used as the occurrence date. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per the authors, incomplete apposition of the sapien xt valve may have been a contributing factor for the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), per the medical article, ¿failed valve-in-valve transcatheter mitral valve implantation¿, the patient had a 26mm sapien xt valve implanted within a pre-existing 27mm carpentier-edwards bioprosthesis in the mitral position. During the follow-up, the patient experienced severe hemolysis with moderate-to-severe paravalvular leak (pvl) between the sapien xt valve and the surgical valve, and fluoroscopy revealed possible incomplete apposition of the sapien xt valve. Reoperation was performed and a mechanical 25 mm prosthesis implanted. Article reference: bruschi g, botta l, fratto p, martinelli l. Failed valve-in-valve transcatheter mitral valve implantation. Eur j cardiothorac surg. 2014 apr 1; 45: e127.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. Per the physician, ¿due to low coaxiality a pvl appeared¿.